Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Immediately after isolation of the right pulmonary vein (rpv), the patient became hypotensive and the effusion was confirmed. Pericardiocentesis was performed and the patient stabilized. The procedure was terminated and the patient returned to the intensive care unit with a drain in place. When inserting the catheter into the coronary sinus (cs), there was difficulty. The cs catheter was not inserted deep enough and was placed. Noted by the reporter that there was one high-contact ablation during rpv roof ablation. Per the physician, blood gas analysis of the drained blood showed it to be arterial blood, leading them to believe that the effusion occurred on the left-atrial side. It was also noted that the activated clotting time monitoring device was malfunctioning and that it was a possibility that more anticoagulant was administered than intended. This may have affected the amount of blood loss. No estimation of a casual relationship between the catheter and the injury was given, though the physician did indicate that the event had nothing to do with the carto 3 system in use. No abnormalities observed prior nor during the use of the product. Additional information was received. The patient has since improved. There was no evidence of steam pop. There were no error messages observed on biosense webster equipment during the procedure. Transseptal puncture was performed with rf needle.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The procedure was terminated and the patient returned to the intensive care unit with a drain in place. The device evaluation was completed on 25-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).